Event description:
It was reported by service report that the fowler was drifting. There was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: fowler motor.